Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that they were using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer blood glucose level was over 500 mg/dl and 32 mg/dl at the time of incident and the current blood glucose was 242 mg/dl. Customer stated the other blood glucose value was 400 mg/dl, 200 mg/dl, over 700 mg/dl. Customer treated with pen. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. Customer reported they did not allege pump was over delivering. The insulin pump will not be returned for analysis.